Event description:
Covidien received information that this n65 pulse oximeter display is missing segments in the pulse rate reading. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Covidien was not able to confirm the failure. The unit was allowed to run for over 26 hours and as checked periodically. All segments were always shown on the display. The unit was power cycled multiple times, all segments were displayed. The universal interface (ui) printed circuit board (pcb) was replaced as a precaution. (B)(4).